Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ping meter was giving the error 1 error message. The patient claimed the meter was not new (out-of-the-box). The patient did not experience any symptoms of high or low blood glucose levels, and he did not seek any medical attention. The meter was replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the error 1 error message issue was not resolved, this complaint is being reported.